Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced a high blood glucose level of 400 mg/dl, with ketones which were not identified as dangerous. The customer went to the emergency room and subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin resolving the issue. System check with tandem technical support confirmed the pump was functioning as intended, however the customer was using cold insulin when filling cartridges and not cycling the cartridge during the loading sequence.